Event description:
It was reported that, during surgeon's initial use of the clavicle plates system he (surgeon) opted to use the oblong hole in one of the anterior midshaft plates, 8 hole, in order to achieve preliminary plate fixation so that he could better gauge his alignment and screw hole positioning. After he drilled his initial hole and began to torque the non locking screw down to the plate, he noticed that one lip of the screw head was fixated on the plate, and the other was slipping through the oblong hole. This of course caused the screw head to slightly wear and deform and we opted to remove the screw. On the second attempt he reinserted a new screw along with a washer from the system. Once again, applying a similar amount of force, the screw head encountered the same problem and actually pulled the head partially through the washer. The surgery then proceeded as normal. There were no apparent adverse patient affects or reactions as a result of this incident.

Manufacturer narrative:
Devices will not be returned for evaluation. If additional information is received it will be reported on a supplemental report. Additional devices: 619905 washer for screws: 2.7/3.5/4.0mm lot# unk 628308 anterior midshaft plate variax clavicle 8 hole lot # unk.